Event description:
A peritoneal dialysis (pd) patient reported the cycler was sparking from the back of the machine where the power cord plugged in. The patient reported it made a popping noise as well when the turned on the cycler. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient was not connected during the incident. Upon follow up, the clinic manager (cm) confirmed the patient was not connected to the cycler and confirmed that there was no patient injury or harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cm indicated the cycler had never been dropped nor physically damaged and confirmed that the spark only occurred once on the day the patient turned on the cycler and called into technical support. The cm stated that no burning smell melting or flame was noted. The cm stated that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The cm confirmed the patient received a replacement cycler and has had no further issues. The cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were not visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage verification check passed. Valve actuation test passed. System air leak test passed. The post-accelerated stress test simulated treatment was performed and completed. The sound (noise) emitted from the cycler during the test treatment was normal. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler was sparking from the back of the machine where the power cord plugged in. The patient reported it made a popping noise as well when the turned on the cycler. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient was not connected during the incident. Upon follow up, the clinic manager (cm) confirmed the patient was not connected to the cycler and confirmed that there was no patient injury or harm because of this malfunction. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cm indicated the cycler had never been dropped nor physically damaged and confirmed that the spark only occurred once on the day the patient turned on the cycler and called into technical support. The cm stated that no burning smell melting or flame was noted. The cm stated that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The cm confirmed the patient received a replacement cycler and has had had no further issues. The cycler has been returned to the manufacturer for physical evaluation.